Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome and spinal pain. The rep stated that the patient¿s device has been in over discharge for years, but they are not sure when the patient noticed they could not charge their implantable neurostimulator (ins). They stated that the patient turned off the ins due to their cancer diagnosis, and they are looking to get the ins back up and running again. The rep stated that they directed the patient in performing a physician mode reset (pmr). The patient did the first hour of pmr, but then noted seeing a ¿000¿ code. The rep believed the ¿000¿ code was simply the clock on the pmr going down to zero. Additional information was received from the manufacturer representative. It was reported that ins was not recovered from over discharge. The patient decided to have the device explanted and not replaced. No further complications are anticipated.